Event description:
Healthcare professional reported unknown side "suspicion of rupture" and non-device related event of "b-cell lymphoma". This record pertains to the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.